Event description:
The nurse has to put a rusch brilliant catheter into a child every evening during the night, which is removed again in the morning. Now it happened twice in a row that after unblocking (deflation) the balloon, she was almost unable to remove the catheter from the child's urethra, because the catheter end was thicker due to the balloon being inverted.

Manufacturer narrative:
Qn#: (B)(4). No sample was returned, only two pictures. Trend review for the last 5 years on the same defect type and catalogue number/product type rationale for 5 years is to align with shelf life. All passed qa inspection. Therefore, no physical assessment could be conducted on the production samples then investigation will be based on document review. Based on the complaint description, it was reported that "unable to remove the catheter from the child's urethra, because the catheter end was thicker due to the balloon being inverted". Difficult to remove catheter upon balloon deflation. In the photograph provided, it was observed that the balloon found folded towards distal side of the catheter. According to internal note provided, the catheter balloon was inflated with aqua-dest./glycerin spritze 10ml. The degree of distension of the balloon membrane depends on the volume of media required to inflate the balloon. The balloon has extended and stretched at inflation, following deflation, the balloon membrane collapses and deforms, resulting in surface changes to the deflated balloon. Changes that occur to indwelling catheter balloon on deflation at removal including either crease, ridge, or cuffing. Based on the returned sample, the balloon appeared as cuffing form. As the catheter is removed via urethra catheterization, the balloon membrane is pushed back towards the catheter tip. The deformed catheter balloon can be felt passing down the urethra with some patients experiencing urethra discomfort. In a standard practice, an empty syringe without plunger is recommended to be used to drain off the fluid by gravity and avoid creation of vacuum effect and ease deflation process. Besides that, based on the IFU it was advised to re-inflate the fully deflated balloon again with 2 ml air to prevent distal balloon folds which might cause urethral injury or pain upon removal. Based on the photograph provided it was observed that the balloon folded towards distal side of the catheter which caused difficulty during removal. As per IFU, it is recommended to re-inflate the fully deflated balloon again with 2 ml air. Therefore, complaint is not confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The nurse has to put a rusch brilliant catheter into a child every evening during the night, which is removed again in the morning. Now it happened twice in a row that after unblocking (deflation) the balloon, she was almost unable to remove the catheter from the child's urethra, because the catheter end was thicker due to the balloon being inverted.